Event description:
At about 2 years and 4 months after primary, the patient came in reporting pain due to a loose femoral and tibial component and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02-may-2025: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 10-jan-2026. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: gmk-hinge 02.09.4801l gmk-hinge fixed tinbn coated tibial tray - 1l (k210010) lot. 2011954 batch review performed on 02-may-2025: (B)(4) items manufactured and released on 09-feb-2021. Expiration date: 28-jan-2026. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: 2.5 years after constrained tka on a very heavy patient, hte components are found mobilized and revision is undertaken. Limited radiographical history is available, the only image supplied can probably be dated back at the pre-revision visit. The cement layer, particularly at tibial level, is fragmented and probably insufficient to hold firmly the implants, but having no history, we can't tell if this is an evolution or the situation after index surgery. The rather difficult condition of the patient bone and the extreme weight are certainly factors that contribute to make the treatment more challenging. We have no information as to previous surgeries or other reasons that led the surgeon to choose a constrained implant for the index surgery; it's possible that this was in turn a revision, or that insufficient soft tissue conditions demanded a mechanical constraint. There is no reason to suspect a defect in the implanted devices, but a complete analysis cannot be performed with the information at hand. Root cause: the rather difficult condition of the patient bone and the extreme weight are certainly factors that contribute to make the treatment more challenging. We have no information as to previous surgeries or other reasons that led the surgeon to choose a constrained implant for the index surgery; it's possible that this was in turn a revision, or that insufficient soft tissue conditions demanded a mechanical constraint. There is no reason to suspect a defect in the implanted devices, but a complete analysis cannot be performed with the information at hand.